Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced the power supply in the cart, without avail. The fse resolved the issue by replacing the power management board and the device then indicated that the batteries were charging. As a precaution, the fse also installed new batteries, and verified that the device charged the newly installed batteries, as well as confirmed that the unit operated on battery power. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if additional information is provided. The full event site name is (B)(6) medical center. The full name of the initial reporter that is abbreviated is (B)(6) .

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. It was also reported that the end user switched to another maquet iabp unit to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The customer returned the suspect pcb,power management, rohs to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the pcb,power management, rohs and with visual damage observed to component q27, which is shorted. Due to the shorting of q27, the national repair center was not able to install the board into the cardiosave test fixture and test it. However, past experience has proven that when q27 shorts the batteries will not charge. The senior repair technician sent the part to supplier for failure analysis as per procedure.

Event description:
N/a.

Manufacturer narrative:
By way of background, the senior repair technician of the national repair center (nrc) sent the exch pcb, power management (the board) part to the supplier for further evaluation. The supplier verified the failure of the batteries not charging. The supplier replaced q27, q50 and u6 and installed (B)(6), and then confirmed that the board passed testing. Inspection of the board was completed pursuant to procedure and to applicable standard with no visual damage observed. Upon inspection of the board per procedure, the installation of (B)(6) was verified. The board was returned to the nrc for final evaluation which was installed into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The nrc confirmed the board passed testing. Furthermore, the nrc retained the board per procedure. A supplemental report will be submitted if additional information is provided.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (B) (4) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (B) (4) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (B) (4) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.